Event description:
Giraffe incubator mattress; when positioned at optimal elevation for vent associated pneumonia prevention (20-30%) (evidence based) the door to access the patient is blocked and therefore not usable. Use of this bed prevents ability to perform evidence based best practice for head of bed on intubated neonates.